Manufacturer narrative:
Records for lot 999034 and complaints from 2005 and 2006 have been reviewed. No other failures of this type have been reported to us or detected internally during that time period. We will continue to monitor incoming complaints for any failures of this type.